Event description:
It was reported that non sustained right ventricular oversensing was observed through a remote transmission. The patient had complaints of dizziness and numbness in legs, which were concurrent with the time of the episodes. It was noted that the patient had stopped taking one of his medications, and that was thought to be the cause of the symptoms. Reprogramming changes were also made. The patient has been fine since.